Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump was stalling, creating uneven flow. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Per the field service representative (fsr), he found the small fan inside the unit was not turning.